Manufacturer narrative:
The previous report contained incorrect coding for the device code and conclusion code. This report contains the correct device code of 2993 and conclusion code of 4310.

Event description:
The manufacturer received information alleging a ventilator stopped operating and a patient expired. The device was returned to the manufacturer's service center for evaluation and the customer's complaint could not be confirmed. The ventilator's downloaded event logs were reviewed by the manufacturer and the manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event. The logs confirmed that the device was powered off by a user on (B)(6) 2020 at 2213 by keypress and not powered back on by keypress until (B)(6) 2020 at 0558. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction.